Event description:
On (B)(6) 2009, the patient reported that yesterday morning when he woke up, he found that the infusion site had fallen off his body. The infusion site had been in place for 1 day. He inserted a new infusion site and later in the day, the site began to fall off his body and he secured it with a bandage. He stated there is no lotion on his skin and his skin was not sweaty or wet. There were no pulls on the infusion set. He was sent courtesy adhesive dressing and IV prep wipes. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The alleged products were discarded. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.